Manufacturer narrative:
Problem code (B)(4) captures the reportable event of snare loop detached. Impact code (B)(4) captures the reportable event of retrieval of the detached loop. Conclusion code (B)(4) is being used in lieu of an adequate conclusion code for "device not returned." The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used for polypectomy in the colon during a colonoscopy procedure performed on (B)(6)2022. During the procedure and inside the patient, the loop fell off during closure of the snare around the polyp. It was not reported how it was retrieved. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.